Event description:
During the procedure, it was discovered that one of the wires of the fenestrated bipolar robotic arm had broken within the patient. The robotic arm was checked before the procedure for any defects and none were noted. An x-ray was performed and verified that there was no suspicious retained foreign body.